Manufacturer narrative:
The patient¿s date of birth and/or age were requested, but not provided. Approximate age of device ¿ 1 day. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was returned to the operating room for revision on the outflow graft. After waking, patient experienced right sided hemiplegia and expressive aphasia. Patient was discharged to a facility on (B)(6) 2019. Additional information was requested, but was not provided.

Manufacturer narrative:
The reported event of an outflow graft issue could not be confirmed as there were no images or scans provided for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The patient remains ongoing on vad support and no further issues have been reported. Multiple attempts for additional information were made; however, no additional information has been received. The heartmate 3 instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. Section 5 "surgical procedures" outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight. No further information was provided. The manufacturer is closing its file on this event.